Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) or erbe was repeatedly faulting when firing monopolar power. The user had attempted various troubleshooting steps, including swapping instruments, instrument cables, and ports, as well as performing both soft and hard power cycles on the erbe, yet the fault persisted. The tse reviewed the logs and found repeated c-34 errors and one m-11 error, with no CT scans in use to cause interference. As a temporary solution, the user was advised to use the bovie monopolar pedals and connect a grounding pad and monopolar power cable to them. The user continued with the procedure using only bipolar energy without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) or erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint using system logs. Upon visual inspection, the unit¿s top cover has chipped paint, and the front bezel shows discoloration; otherwise, the unit is in good condition. The erbe was tested using the system, and upon powering on, error c-34 was displayed. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.